Event description:
It was reported that the insulation on the interconnect cable of the 9800 system was damaged. The brake handle and push handle were also damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, brake handle, and push handle were replaced during the service call. The system was tested and found to be working as intended and put back into service.